Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd tuberculin syringe with needle safetyglide¿ broke off in the patient and the health care provider was stuck with the dirty needle. It was reported needle broke off. Event date: (B)(6) 2022. Awareness date: 7-apr-2022. Complaint: the syringe broke off in the patient, the needle stuck the rn.

Manufacturer narrative:
H6: investigation summary: customer returned a photo of a 1ml safetyglide syringe. Customer states that the needle broke off. The photo was examined and exhibited a broken plunger rod. A review of the device history record was completed for batch #1257281. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. DHR and l2l dispatches were reviewed, nothing pertaining to this defect was found. No root cause can be found.

Event description:
It was reported that bd tuberculin syringe with needle safetyglide¿ broke off in the patient and the health care provider was stuck with the dirty needle. " it was reported needle broke off. " verbatim: event date: 6-apr-2022. Awareness date: 7-apr-2022. Complaint: the syringe broke off in the patient, the needle stuck the rn.